Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed showed there were no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. The load cell verification test failed with 2000 gram and 4000 gram checks. After recalibrating the scale, the load cell verification passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient caregiver reported that the patient¿s liberty cycler experienced increased intraperitoneal volume (iipv) and soft alarm - patient line is blocked message in fills and drains. Message occurred several times during his most recent treatments. The caregiver reported that the cycler was taking 12 hours to finish treatment rather than the programmed 6 hours. The alleged iipv was confirmed after the patient's treatment records were reviewed. The patient had a 4256ml drain which is 181% of the patient's maximum fill volume of 2355ml. As a result of the iipv event, the technical support representative advised the caregiver to discontinue use of the cycler and notify the patient's peritoneal dialysis registered nurse (pdrn). A replacement cycler was issued. It was reported that the patient does have an alternate treatment option. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler but has not used it due to catheter positioning issues (not a fresenius product). The pdrn reported that the patient will undergo a procedure to reposition the catheter on an unknown date. They suspect this is the cause for the patient line is blocked alarms reported during the call. The cycler was confirmed to have been returned to the manufacturer.